Manufacturer narrative:
(B)(4). Event date is unknown. Implanted in 2010. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee revision approximately nine years post-implantation due to dislocation of the hinge-pin, loosening of the femoral component and massive amounts of metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.